Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that pump's usb port was loose, and the pump battery intermittently could not be charged properly without the customer holding the cable tightly in the port. There was no impact to the customer's blood glucose level. Customer continued using the pump for insulin therapy.